Manufacturer narrative:
To date, the product has not been returned for eval. If further info becomes available, a follow-up report will be sent. This product will continue to be monitored. The customer will be contacted by the sales rep to provide any add'l inservicing needs for this product.

Event description:
It was reported that during a bankart repair, the bio mini-revo suture anchor broke during insertion and was retrieved. An alternate anchor was used to complete the case. There was no injury or delay related to this event.